Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery it was found that the scorpion was blocked as prior to this event a needle broke off end remained stuck inside the device. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 26-jun-2024 dw: further information were provided that the needle broke during the same surgery.

Manufacturer narrative:
The complaint allegation was confirmed. One unpacked ar-12990 serial/batch number (B)(6) was received for investigation. The needle was received broken inside the ar-12990 serial/batch number (B)(6). Functional testing with a new part, ar-12990n found resistance when the needle was attempted to pass through the instrument shaft; the cannulated shaft of the instrument is obstructed, presumably because a piece of the needle is inside the instrument. Visual evaluation: signs of wear and tear were noted. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."